Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient's implantable neurostimulator (ins) was explanted due to ineffective pain relief/therapy. It was then noted there were no issues with the therapy. Coverage was good, but the patient didn't get pain relief after some time. Diagnostics/troubleshooting performed as well as interventions/actions taken to resolve the issue included reprogramming. The issue was noted to be resolved at the time of the report. The patient's status at the time of the report was alive with no injury. Additional information from the healthcare provider (hcp) reported the patient first started experiencing signs and symptoms related to the lack of pain relief over six months ago. Symptoms related to the patient's lack of pain relief included increased achiness around the generator and uncontrolled pain. The patient met with a rep without resolution. The spinal cord stimulator was removed. If additional information is received, a follow-up report will be sent.